Event description:
Customer reported via phone, the customer smeared skin prep on the screen of the insulin pump and he can't see the screen. Customer's blood glucose was 160 mg/dl. Customer was changing the infusion set when he smeared the skip prep. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads. No display anomaly was noted. The insulin pump passed the self test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.